Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) balloon popped during a procedure. Blood got into the safety disk and the pneumatic interface module. There was no patient harm reported.

Event description:
N/a.

Manufacturer narrative:
Updated data:b4,g3,g6,h2,h10,h11. Corrected data: d10, e2.

Manufacturer narrative:
(B)(6). A getinge field service engineer(fse) evaluated the unit. The fse discovered blood entered the safety disk and pim. Replaced the pneumatic interface module and safety disk. Replaced 9v daughter board battery. Preventive maintenance was performed. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) balloon popped during a procedure. Blood got into the safety disk and the pneumatic interface module. Unaware of any patient harm.